Event description:
It was reported that a monopolar cord caught on fire where the wire comes out. This occurred in the or, but was not near patient and caused a delay of five to ten minutes.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the failure can be due to: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or improper sterilization. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a monopolar cord caught on fire where the wire comes out. This occurred in the or, but was not near patient and caused a delay of five to ten minutes.